Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low glucose around breakfast while using the ilet bionic pancreas, perceiving that the breakfast meal announcement and corresponding insulin dosing were inaccurate because the system accounted for carbohydrate intake used to correct the low. Symptoms included hypoglycemia with a reported nadir of 65 mg/dl, duration under 30 minutes, and low glucose alerts. Outcomes included self-management without assistance, no medical intervention, no loss of consciousness, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with cause unclear, and continued use with standard meal announcements was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.